Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his left hip on or about (B)(6) 2009 and was revised on (B)(6) 2018. It is further alleged that he suffered injuries as a result of implantation and explantation of the device at issue, device recall and excessive levels of chromium and cobalt in his blood.

Manufacturer narrative:
Additional information: device information received. An event regarding disassociation and abnormal ion levels involving a metal head was reported. The event was not confirmed. Method & results: -product evaluation and results: not performed as the item was not returned. -clinician review: the available medical records were provided to the consulting clinician for a review which was rejected stating' " cannot confirm event, need additional information; primary operative reports, clinical and past medical history, serial dated x-rays and examination of explanted components." -product history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusions: it was reported that the patient had excessive levels of chromium and cobalt in his blood. It is further alleged that he suffered injuries as a result of implantation and explantation of the device at issue. Also the patient had a disassociation of the head. The available medical records were provided to the consulting clinician for a review which was deemed insufficient to confirm the event. The event could not be confirmed, nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. Further information such as medical documentation and returned devices are needed. The subject device has been identified to be within scope of nc and CAPA. Lot specific voluntary recall (B)(4) was initiated for the lfit v40 cocr heads within scope of nc and CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before(B)(6)2011 . The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his left hip on or about (B)(6)2009 and was revised on (B)(6)2018 . It is further alleged that he suffered injuries as a result of implantation and explantation of the device at issue, device recall and excessive levels of chromium and cobalt in his blood. Update (B)(6)2020 - as per the operative report attached; ...the head ball was found to be disassociated from the trunnion. There was gross damage visible to the trunnion, which had assumed the pencil tipped appearance."